Manufacturer narrative:
The reason for this revision surgery was knee pain and joint laxity. The previous surgery and the revision detailed in this investigation occurred over 9 months apart. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended.initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to knee pain and joint laxity. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the pain. There are multiple factors that may contribute to the event that are outside the control of djo surgical are excessive loading, unbalanced joint, patient activities, trauma and patient non-compliance with medical instructions. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had a bilateral total knee arthroplasty (tka) in 2016, they developed pain and laxity in their joint. The surgeon performed a synovectomy with poly exchange to stabilize knee.